Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018 the ins was determined to be dead. Around (B)(6) 2018, the patient had tried to charge the ins and had no luck; the ins would not keep a charge. The rep told the patient to continue trying to charge the ins. Additional information was received from a manufacturer representative. It was reported that the ins had normal battery depletion. It was reported that the patient did not report seeing a end of service (eos) message. The patient was seeking insurance approval for a replacement surgery. It was reported that a replacement surgery was planned. No further complications are anticipated.